Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that during a spinal fusion procedure the trajectory 2 view went black. After acquiring the imaging system spin and starting to navigate, the software appeared normal. The surgeon requested the trajectory 2 view rotated 90 degrees, so the field representative (rep) rotated the image, and then the image went black. The rep asked the surgeons to move the instruments away from the field and hit the recenter button, but nothing came back up. The rep then toggled through different view options, like sagittal and coronal, which appeared normal. Trajectory 2 seemed to be the only unavailable option. The rep then backed out of the navigation page to image acquisition and went back to navigation with no change. The rep did a software reboot, went back into the navigation page, and was able to get trajectory 2 view back up. There was no issue with views the remainder of the case. There was a 3 minute delay. There was no reported impact on patient outcome. Additional information was received. It was reported that the rep believed that the system was showing a general low performance. A reboot resolved this, and no further difficulties with trajectory 2 views were observed.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709, a23: tracjectory 2 unavailable, trajectory view went black d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.1.0 h3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.